Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a rupture is confirmed and was determined to be use related. One 5 fr dual lumen powerpicc solo was returned for evaluation. An initial visual observation showed use residue on the returned sample. A longitudinal split was observed between the 3 cm and 4 cm depth markers. What appeared to be dried blood residue was felt within the catheter during tactile evaluation. Both lumens of the catheter were flushed with a 12 ml syringe of water. The purple lumen was found to be patent to infusion and aspiration; however a spraying leak was observed emanating from the observed split when the red lumen was flushed and the rest of the red lumen did not appear to be patent to infusion. A microscopic observation revealed the edges of the split were wavy and well-defined, and the fracture surface was observed to be granular in texture, which is typical of tearing failure modes. The shape, texture, and orientation of the split indicate a burst failure caused by over-pressurization during infusion. A lot history review (lhr) of rebr1331 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility that the PICC line ruptured during cathflo injection due to occluded line. PICC was removed and it was noted to have a hole in the first seam of the catheter. A new device was placed. No patient injury reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebr1331 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility that the PICC line ruptured during cathflo injection due to occluded line. PICC was removed and it was noted to have a hole in the first seam of the catheter. A new device was placed. No patient injury reported.